Event description:
The physician attempted to deliver a 4.0 x 38 mm resolute integrity drug-eluting stent to treat a lesion in the rca with a high degree of calcification and 60% stenosis. Difficulties were encountered placing the stent due to the stenosis present. The lesion was pre-dilated using a 2.5 x 12 mm sprinter legend balloon. A second attempt was made to deliver the resolute integrity stent, however it could not be successfully placed. The physician then attempted to place a 4.0 x 18 mm resolute integrity drug-eluting stent to cover the "high degree" part of the lesion, however this stent could not pass through the stenosis present. The physician introduced a guideliner for extra support. Difficulties were encountered passing the 4.0 x 18 mm resolute integrity stent through the guideliner and the stent was withdrawn. The stent was observed to be damaged on removal and was discarded. Further pre-dilation was performed using a 3.5 x 12 mm sprinter legend balloon. Another attempt was then made to place the 4.0 x 38 mm resolute integrity stent, however the stent could not be successfully implanted due to the stenosis. Additional accessory devices were introduced to provide extra support however it was not possible to deliver the stent. During the attempt to withdraw the resolute integrity device, resistance was encountered and the stent dislodged in the ostium of the rca. An attempt was made to retrieve the dislodged stent using a snare wire, however it could not be retrieved and the stent embolized in the arteria hepatic propria. Additional accessory devices were introduced and a 3.5 x 12 mm integrity stent was successfully implanted. Both resolute integrity devices were inspected prior to use with no abnormalities observed. Post procedure patient status was reported to be good and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Event description:
Procedural images were provided for review. The images confirm the presence of diffuse disease with multiple lesions in the rca and the left coronary system. Images show the presence of the initial wire and the guideliner device in the rca. No images were provided showing the unsuccessful initial delivery of the 4.0 x 38mm resolute integrity device, the pre-dilatation activities or the attempted delivery of the 4.0 x 18 mm resolute integrity device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent damage, failure to deliver the stent); patient's condition affected effectiveness of device (high degree of calcification, 60% stenosis). Conclusions: device failure/lack of effectiveness related to patient condition; known inherent risk of procedure (stent damage, failure to deliver the stent).